Event description:
It was reported that the console device displayed an "e2 error message". It was reported that this did not occurr during surgery. A spare device was available for use. There was no injury or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.